Event description:
Complaint is now reportable based on the analysis completed in 2006. It was reported that during a coronary drug eluting stenting treatment procedure the 2.75x32mm taxus liberte drug eluting stent was unable to cross the right coronary artery (rca). The procedure was completed with a different device with no patient complications reported. However, returned product analysis revealed a broken hypotube.

Manufacturer narrative:
Returned product analysis revealed a broken hypotube. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 29 centimeters distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. No issues were noted with the profile of the device which could cause a restriction to occur, the guide catheter was not returned for analysis. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. A review of the manufacturing records found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.